Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/2 of their automated peritoneal dialysis therapy. Per initial report the home patient disconnected their transfer set from the patient line of the homechoice set during a drain cycle without capping, or clamping off the patient line of the homechoice set. When patient returned the machine was alarming,"patient reconnected themself and tried to continue therapy." Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.